Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant patient result when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system analyzer sn (B)(4). (B)(6) 2021 the initial sample was tested using the cobas® liat® system sn (B)(4) and the result was sars-cov-2 positive. That same sample was then sent out to a laboratory and tested on an unknown analyzer was negative for sars-cov-2. Then a new re-collect patient sample was retested on an unknown analyzer and the result was also negative. Both the positive and negative results were reported, no harm is alleged. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
Data review showed that, the first run to be a true positive result, but the CT value is near the limit of detection (lod). Lod samples have a low viral load and are low titer samples. For very weak samples near the lod of the assay it is expected to receive inconsistent and wavering results from run-to-run. The concentration of viral material at this level is so low that it may not be detected and amplified during an assay run. (B)(4).

Manufacturer narrative:
Corrected test results and number of retest. Added information regarding which results were reported and added that no harm was alleged. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant patient result when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system analyzer sn (B)(4). The initial sample generated a positive result for sars-cov-2 on (B)(6) 2021. The same sample was retested on (B)(6) 2021 and generated a negative result for all targets. The sample was sent to another laboratory and tested negative. Then, a new patient sample was taken and the result was also negative. At first, the covid positive result was reported, but on the following day, the result was updated to negative. No patient harm was alleged. An investigation was conducted to evaluate the customer¿s allegation.